Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for one pt sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.050 ng/ml. Test results were not reported out of the lab. Another sample was drawn. Repeat analysis was performed with both samples. The test results were lower and above the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The first sample was lithium heparin in a plasma separation tube. The second sample was serum in a serum separator tube. Both samples were drawn at the same time. Two levels of quality control (qc) were within specification prior to and after the event. A system check performed on (B)(4) 2009, was within specifications. On (B)(4) 2009, the field service engineer evaluated the analyzer. Noted all controls were run and verified by the customer. Found a slightly bent sample/reagent pipettor tip and replaced. Performed ultrasonics and related mechanical alignments. Performed high sensitivity foam/no foam testing which met specifications. Probable cause was related to the bent probe and build-up in the wash station. Both issues were resolved by service. On (B)(4) 2009, the customer stated there were no further issues to report since service was on-site. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable event.